Event description:
It was reported by the customer that during a procedure, the surgeon seemed to be having problems with the femoral canal brush. The tips of the brushes are loosening and remain in the bone. The surgeon removed the pieces, took another brush and completed the surgery.

Manufacturer narrative:
The femoral canal brush involved in the reported event was evaluated. During the evaluation, the tech noted brush fibers were broken off. The use of the femoral canal brush consists of moderate handling to clean the affected area of the pt. This practice could cause that the tips of the brush to suffer some damage if the handling increases with force and friction.